Manufacturer narrative:
(B)(4).

Event description:
Beginning in (B)(6) 2010, the pump logs revealed multiple motor stalls and recoveries. Per pump interrogation on (B)(6) 2011, the logs showed 3 of the motor stalls lasted for over 24 hours and resulted in tube set messages. The physician planned to schedule pump replacement surgery. The pt experienced withdrawal symptoms: nausea, vomiting, dehydration, and headache. The pt was hospitalized overnight due to dehydration. As of (B)(6) 2011, the pump contained dilaudid 10 mg/ml. The estimated elective replacement indicator was 8 months. It was later reported, a motor stall occurred and the pump went to stopped pump mode on (B)(6) 2011. The healthcare professional considered turning the pump off. Add'l info has been requested, but was not available as of the date of this report.